Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence, overfilling the cartridge and was reusing cartridges. Tandem technical support educated the customer that this is off label. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 120-170 mg/dl.